Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the ice-making unit had a full block of ice when set up. The unit was left running with "maintain thirty-seven degrees fahrenheit" setting. When the case was ready to begin, the block of ice had melted completely. Crushed ice was put into the tank and the ice making switch was turned off during the procedure. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
After the procedure was over, the switch was turned off and on the unit began building a block of ice. The technical support specialist instructed the user facility to look at the bar over the cold plate and verify there was no water flow during "maintain" mode. The user facility will defrost the unit, build another ice block and monitor it closely when in use. Investigation is in process, but not yet completed.